Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. As part of the investigation, a retained sample kit (reagent kit stored at abbott laboratories) of architect anti-hcv (relabeled in other country), lot number 55044hn00 was tested. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore two commercially available seroconversion panels were tested. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of architect anti-hcv, lot number 55044hn00 was in acceptable performance range. Additionally, for the two commercially available seroconversion panels, the same bleeds were found reactive with comparable s/co values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 55044hn00 is compromised. Additionally, a review of the positive control data, covering the timeframe 2008 from the customer (obtained from our customer service via abbott link) showed that the mean s/co and %cv values were well within package insert claims. As part of the investigation the complaint and manufacturing records for the architect anti-hcv reagent kit lot number 55044hn00 were reviewed. This review did not identify any problems relating to the observation. Based on the investigation, architect anti-hcv reagent, lot number 55044hn00, is currently meeting its safety, effectiveness and label claims. The cause of the negative patient result is unknown as the patient sample was not available for investigation at abbott laboratories. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that negative results were obtained with architect anti-hcv lot number 55044hn00. An initial result of 0.81 (s/co) was obtained with repeat results of 0.76 and 0.86 (s/co). The sample was run on the axsym with positive results of 10.69 and 11.29 (s/co). The negative results were not reported. There was no report of impact to patient management.